Event description:
Asr revision; asr resurfacing - left; reason for revision: cup has failure of bone in growth (acetabular cup loosening).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.